Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Chronic progressive inflammatory condition with granulomas. Treated with medrol dose pack, steroid injections and hyaluronidase injections.